Manufacturer narrative:
(B)(4) it was reported that a male patient suffered a pericardial effusion during an atrial fibrillation (afib) procedure. The ice catheter was used to identify the pericardial effusion after the patient blood pressure dropped from 110 to 70. A pericardiocentesis was performed and in addition the patient required surgical intervention and extended hospitalization. A total of 695 cc of fluid were removed from the pericardial space and the patient was in stable condition with a blood pressure of 142. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event reported, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a male patient suffered a pericardial effusion during an atrial fibrillation (afib) procedure. The ice catheter was used to identify the pericardial effusion after the patient blood pressure dropped from 110 to 70. A pericardiocentesis was performed and in addition the patient required surgical intervention and extended hospitalization. A total of 695 cc of fluid were removed from the pericardial space and the patient was in stable condition with a blood pressure of 142. The patient is still in atrial fibrillation. A transseptal puncture was performed using a cook transseptal needle (71 cm) and the sheath was st. Jude medical 8.5 f sl0. It was stated that patient took eliquis and effient prior the procedure. The physician did not specify his opinion of the cause of the adverse event. No product malfunctions have been confirmed related to this patient injury.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant products: the carto 3 system (r10041); smartablate generator (g4c-444), smartablate remote (g4rc-0465, and the smartablate pump (g4cp-0515 were utilized in the procedure. Catheters used were: lasso d134301 (lot#17130636l), preface sheath 301803m (lot#17127751), soundstar catheter 10439011 (ser#(B)(4)). (B)(4).